Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the intubation endotracheal tubes leaked. Patients with brain stem bleeding, treatment of coma, tongue root fall, poor oxygenation index, need to retain the trachea catheter ventilator to assist in breathing. On november 12, 2020, when the airbag was tested in front of the trachea intubation, it was found to be leaking and the new catheter was replaced for normal use.